Event description:
The customer reported that the device displayed external paddle failure during defib test with an error code 90008 in the device log. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.